Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rising threshold, low impedance and a polarity switch. The right atrial (ra) lead exhibited undersensing during atrial fibrillation. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.